Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant product(s): product ID: 3093-28, lot# va0701l, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative reported a lead issue-fluid ingress in the lumen near the header block. It was indicated the representative was at a battery replacement surgery and during the replacement, the physician noticed that the lead had blood in it. The physician was concerned that leads with this issue were set up for future failure. The patient had experienced falls but was unsure when the falls had occurred. The patient had lost therapy as a result of the two falls. It was noted the lead was replaced. No symptoms were reported. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.